Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch, but the device was outside of the protective hoop. The returned device matches with upn provided by the customer. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Laboratory analysis of the returned device revealed the distal tip was bent/kinked and unraveled. No other visual damages were found on the device. No peeled sections were identified on the device and ptfe coating, therefore, the reported event related to a coating issue was not confirmed.

Event description:
It was reported that a coating issue occurred. The target lesion was located in a vessel in the abdomen. A 035/260 amplatz super stiff guidewire was used in a procedure. However, during the procedure, it was observed that the coating on the tip of the guidewire was peeling off and the guidewire could not be advanced. The procedure was completed with a non-boston scientific device. No patient complications were reported.

Event description:
It was reported that a coating issue occurred. The target lesion was located in a vessel in the abdomen. A 035/260 amplatz super stiff guidewire was used in a procedure. However, during the procedure, it was observed that the coating on the tip of the guidewire was peeling off and the guidewire could not be advanced. The procedure was completed with a non-boston scientific device. No patient complications were reported.